Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon placed clips on oozing staple line. Approximately five clips deployed as intended, then one clip scissored, then three more correctly, then a scissored clip, a couple more normal, then another scissored clip. Opened a competitor device; was used to complete the procedure. There were no adverse consequences for the patient.